Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that on an unknown date, a patient was implanted with a proximal femoral nail a ii (pfna ii). Post-operatively, the pfna ii nail was discovered broken inside the patients femur. There is no additional information available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Additional evaluation and investigation coordinated by synthes (B)(4) reports the following: the examination of the raw material inspection sheets and the manufacturing papers showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material is in compliance with the international standards iso (B)(4) and astm (B)(4). Based on the topography of the fracture surface wen can conclude that the implant was subjected to moderate dynamic bending loads and assumable torsional loads too. Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload, respectively to the fatigue fracture. The implant could not resist the applied force which finally led to the material overload/fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded.